Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller states patient reported over the phone that her neurostimulator "worked for two weeks, and I haven't touched it since", referring to two weeks after implant. Caller did not have any additional details regarding the device or why the patient felt it was not working. Additional information was received from the patient (pt) on (B)(6) 2023. The pt clarified the cause of the implant not working was they charge it every day and it just doesn't help them. Pt reported they will have the hcp take a look at it on the day they have surgery. The issue is not resolved, they keep charging it. On (B)(6) 2023 patient rep reported unknown if surgery was related to the scs device, but knew that it was related to the pt's back. Patient rep was uncertain on details, reporting that pt is currently hospitalized after surgery and will be undergoing physical therapy for the next week or so. Patient rep reported the surgery was 5 hours long.